Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s sensor was not showing any readings, although she did not see any error messages. She felt weak and shaky and can no longer recall all the details, as she lost consciousness. The patient could not remember how long she was unconscious and cannot remember what happened, including the treatment or medication that was given to her, along with the diagnosis. She was admitted to the ICU and stayed for 4 days. She cannot remember most of what happened during or after the event. The patient is currently doing fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient¿s sensor was not showing any readings, although she did not see any error messages. She felt weak and shaky and can no longer recall all the details, as she lost consciousness. The patient could not remember how long she was unconscious and cannot remember what happened, including the treatment or medication that was given to her, along with the diagnosis. She was admitted to the ICU and stayed for 4 days. She cannot remember most of what happened during or after the event. The patient is currently doing fine. Data investigation could not confirm sensor not giving readings issue. Data for the application was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.